Event description:
This is a follow up to our initial submission of 1825014-2016-00012. A relay box on one of our 6701 surgical tables caught fire. The fire was in the base of the table (that is where the relay box is held). We are waiting for the faulty relay box to be returned to skytron for further evaluation, we have issued an RMA for this (skytron (B)(4)). There were no injuries resulting from the incident. The customer has since replaced the relay box with a new item.

Event description:
A relay box on one of our 6701 surgical tables caught fire.